Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that four days post implant, the patient was taken to the ed (emergency department) via ambulance due to confusion. The patient had been doing well and then does not recall what happened and was confused and obtained a left forehead injury. En route to the hospital, the patient experienced a syncopal episode and ambulance staff report the patient received a shock from their device; however, device interrogation in the ed showed that there was no therapy delivered. The patient was placed on telemetry and a twelve lead EKG (electrocardiogram) was performed which indicated the patient was in a paced rhythm. Pre-hospital telemetry strips showed paced rhythm with a-fib/flutter. It was found the right ventricular (rv) lead had dislodged and there was loss of capture. The patient received a temporary pacemaker insertion via right internal jugular immediately. The next day, the rv lead was repositioned and remains in use. Additional information from follow-up reported that the patient had stated that they were a passenger in a car the day before and reached back with their left arm to get something from the back seat and felt a "pull in their chest". The patient then had a fairly warm sensation. Around midnight, the patient does not recall having any dizziness but woke up on the floor after hitting his head following an apparent syncopal episode. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that a chest x-ray showed that the right ventricular (rv) lead pulled back approximately 5cm from its original position at the rv apex and that the patient had a scalp hematoma. It was noted that per the assessment all of the patient¿s symptoms including confusion, left forehead injury, syncopal episode were related to the rv lead dislodgement and none of those symptoms were related to the a-fib (atrial fibrillation). No further patient complications have been reported as a result of this event.